Event description:
It was reported by the customer that a pyxis anesthesia es system may have caused delays in patient care and frustration for users during active patient cases due to multiple issues such as losing medication mapping, glitching and overall slowness. Customer stated that as a temporary solution they swapped the device with a different one. No other information was released regarding these events. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-may-2022 to 21- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the logs showed med application errors and many other issues concerning to drawers timing out. Technical support specialist followed up with customer and received no response. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis anesthesia es system may have caused delays in patient care and frustration for users during active patient cases due to multiple issues such as losing medication mapping, glitching and overall slowness. Customer stated that as a temporary solution they swapped the device with a different one. No other information was released regarding these events. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the logs showed med application errors and many other issues concerning to drawers timing out. A technical support specialist followed up with customer and received no response on the glitching issue. The system was functional as intended.